Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine device replacement, shock impedance measurements with the chronic cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead were observed to be stable and within normal limits at 115 ohms. After removal of the device and upon connection of the chronic rv defibrillation lead to this replacement crt-d, high out of range shock impedance measurements greater than 125 ohms was observed in most programmed configurations. The programmed configuration was programmed distal coil to can and shock impedance measurements were observed to be within normal limits at 110 ohms. No adverse patient effects were reported. This product remains in service.